Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had temperature above specification, damaged bearings, cable/cord/wiring and excessive noise. It was further determined that the device failed pretest for loctite and cable assessments, cutter lock, motor thermistor, no short circuit between sensor grid and connector body, no short circuit between 5 volt dc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, safety, noise, handpiece temperature and hand control. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.